Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 7-day ll vlv adpt(stand alone) separated internally during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "the customer recently been having problems reported of the bd smart site leaking and or cracking." We have had 3 recently - nov 2020: the smart site cracked - sadly the parent had thrown away the packaging so we do not know the batch number. Nov 2020: the smart site is leaking and feeling loose on the broviac line hub, I have assessed this directly this morning and the ref: (B)(4), lot: 1017153, exp 2023-04 was the batch that this has occurred several times this week on this patient, no crack seen. Aug 2020: the smart site came apart internally, mum did not send us the batch number.

Manufacturer narrative:
H.6. Investigation: no samples were received for investigation. Customer has indicated that the 2000e7d smartsite "came apart internally". The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer advocacy feedback database indicates that this is likely a rare occurrence with only a small number of similar reports received against the 2000e7d product in the past 12 months. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault.

Event description:
It was reported that the 7-day ll vlv adpt(stand alone) separated internally during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "the customer recently been having problems reported of the bd smart site leaking and or cracking." We have had 3 recently - 1. (B)(6) 2020 - the smart site cracked - sadly the parent had thrown away the packaging so we do not know the batch number. 2. (B)(6) 2020 - the smart site is leaking and feeling loose on the broviac line hub, I have assessed this directly this morning and the ref: 2000e7d, lot: 1017153, exp 2023-04 was the batch that this has occurred several times this week on this patient, no crack seen. 3. (B)(6) 2020 - the smart site came apart internally, mum did not send us the batch number.